Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, while the iol was in the cartridge, when they tried to move the haptic to the optic, the haptic detached, and she believes it was already damaged. The surgery was completed with replacement company lens. There was no patient contact. Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Received photo shows a lens case lid with an intraocular lens (iol) resting on it. One haptic appears to be missing. A company cartridge is also present, there appears to be part of an iol in the upper part of the cartridge. Based on our observation of the attached photo, one haptic appears to be missing. A company cartridge is also present in the photo, there appears to be part of an iol in the upper part of the cartridge. The origin of the observed broken haptic cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling. The root cause cannot be determined based on available information. It is unknown if qualified ophthalmic viscosurgical device (ovd) used. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).